Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom system error 105 alarms through review of the event history log, but could not reproduce it. The evaluation found that the motor was seizing. Which is known to cause system error 105 alarms. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed system error 105 in the wellsboro clinic. It was also reported that there was no patient injury.